Event description:
It was reported that atrial lead noise was observed with both over-sensing and under-sensing. The laser extraction of the atrial lead was completed and replaced during the device upgrade without complication.